Event description:
Spontaneous report, from (B)(6). Local reference: (B)(4). Linked cases (B)(4) (same batch number of the same suspect product, similar reaction, different patient and same reporter). This initial serious case report was received on 23-feb-2022 from the dentist via sale representative and follow-up #1 received on 24-feb-2022 from dentist by phone were processed together. Description of the incident (narrative): the report described an injection site necrosis with local inflammation, pain and gingival recession with the suspected medical device septoject evolution needle and suspected drug septanest 1/100 000 (articaine hydrochloride/ epinephrine bitartrate) following an unknown procedure in (B)(6) 2021. This case occurred in a female patient in her fifties, non-smoker with no relevant medical history. Other information of product: batch number, expiration date were unknown for septodont medical device. The dentist explained that he did not know if he handled the needle properly or if he "pushed it a little too hard" intraligamentary. This case is serious due to "injection site necrosis" included in the ime list terms. Manufacturer's preliminary comments: this report described a local necrosis after injection of local anaesthetic (articaine/epinephrine) for unknown dental procedure via intraligamentary route. Local tissue ischaemia necrosis may be due to the vasoconstrictive properties of adrenaline contained in the local anaesthetic solution. In addition, an incorrect handling of the device may also cause a local trauma leading to necrosis, as well as a quality defect of the bevel of the cannula resulting in poor penetration and laceration of local tissues when penetrating into mucosa. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on preliminary analysis, a cause due to local anaesthetic solution is privileged. Pending quality investigation no root cause is determined and no CAPA is required.

Event description:
Spontaneous report, from france. Local reference: #(B)(4). Linked cases #(B)(4). (Same batch number of the same suspect product, similar reaction, different patient and same reporter). This initial serious case report was received on 23-feb-2022 from the dentist via sale representative and follow-up #1 received on 24-feb-2022 from dentist by phone. Follow-up 2 was received on 18-may-2022 from sofic by email. All information were processed together. Case narrative: spontaneous report, from france. Local reference: #(B)(4). Linked cases #(B)(4). (Same batch number of the same suspect product, similar reaction, different patient and same reporter). This initial serious case report was received on 23-feb-2022 from the dentist via sale representative by email and follow-up #1 received on 24-feb-2022 from dentist by phone were processed together. Incident and cause as reported: injection site necrosis, inflammation, pain and gingival recession. Description of the incident (narrative): the report described an injection site necrosis with local inflammation, pain and gingival recession with the suspected medical device septoject evolution needle and suspected drug septanest (B)(4). (Articaine hydrochloride/ epinephrine bitartrate) following an unknown procedure in (B)(6) 2021. This case occurred in a female patient in her fifties, non-smoker with no relevant medical history. Other information of product: batch number, expiration date were unknown for septodont medical device the dentist explained that he did not know if he handled the needle properly or if he "pushed it a little too hard" intraligamentary. This case was considered as serious since "injection site necrosis" was included in the ime list terms. Manufacturer's final investigation report: no batch number was communicated and no sample was returned for investigations. No quality defects on devices could be identified and a cause due to the local anaesthetic could not be discarded as a possible root cause. Local tissue ischaemia necrosis may be due to the vasoconstrictive properties of adrenaline contained in the local anaesthetic solution. In addition, an incorrect handling of the device may also cause a local trauma leading to necrosis, but no sufficient information were provided to conclude. Quality investigation report: the practitioner did not respond to the questions from the manufacturer, did not communicate the batch number and did not return any sample. Dental needles were assembled in a dedicated room with periodic environmental surveillance. Moreover, the devices are sold sterile and cannot induce a microbial or viral contamination. After investigation, no quality defects on devices were observed for this complaint. Based on similar reports received by the company, the vasoconstrictive properties of the local anaesthetic could be the root cause of the incident. The residual risk remains acceptable, a review of the risk assessment is not required. No device quality defect was identified. A cause due to the local anaesthetic is possible. The IFU provides detailed guidance for proper use of the device. No corrective action is deemed necessary. Manufacturer final comments: no quality defect was identified. No root cause was identified (use error: unlikely). No corrective action is needed for safety reasons.